Event description:
It was reported that the customer was experiencing high blood glucose levels of 550 mg/dl. The customer treated herself with manual injections. The customer stated that the rubber gasket on the top of the reservoir was falling off. The customer stated that the reservoir was not leaking. The customer confirmed that medically she was okay. The customer also stated that her insulin pump was cracked near the reservoir compartment. Customer stated that she would send back the reservoir for analysis. Advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Basal and or bolus leak test was performed and no leaks or occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.